Event description:
The patient reported the pod took longer than normal to deploy the cannula. They reported the controller was prompting the patient if they wanted the system to go on automated mode. The controller generates this prompt after pod activation; however, the patient stated the cannula had not yet deployed when this question was asked. They reported the cannula did eventually deploy, and they did not remove the pod. The pod site was not provided, and no patient consequences were reported.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.